Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg ¿ additional information. H2 type of follow up: correction. H6: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.